Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise was observed. The patient received inappropriate atp therapy. The device was programmed off. The lead was capped and replaced. The patient was fine during and after the procedure.